Event description:
It was reported by the customer that a bd pyxis¿ es server new patients were not crossing over to multiple stations from server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: server serial number not available. Upon investigation of the actual device used in this incident, it was determined that new patients were not crossing over to multiple stations from the server. A technical support specialist dialed into the server to check the extract transform load (etl) and checked that the process was running successfully without any delays. The tss confirmed with the customer that there is no longer an etl delay in the hsv (health sight viewer). The system functioned as intended after the technical support specialist troubleshot the device.